Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off due to getting caught on shirt. The blood glucose level of the patient 490mg/dl and high ketones which was not assessed as dangrous or life-threatening which was treated by multiple daily injection. Therfore, the patient was hospitalised on (B)(6) 2024. During hospitalisation, the patient received anti nausea medication, intavenous and fluids of saline. The patient was released from hospital on (B)(6) 2024. No further information was available.